Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed for primary delivery of 0.9% sodium chloride and the delivery was started. No specific programming parameters were provided. On (B)(6) 2010, at 1500, the device was programmed for piggyback delivery of zosyn 3.375grams/50ml for a duration of 30 minutes. No further programming parameters were provided. It was reported that 5 minutes after the delivery was started, the piggyback delivery was complete. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).